Event description:
(B)(6) pa., reported pt is currently admitted at (B)(6) hospital, pt had a leaking PICC line. Hospital is waiting for approval to place another pia: line. (B)(6) is not sure when she will be discharged. Pt was went to the hospital on (B)(6) 2024 and was admitted on (B)(6) 2024. Unknown if md aware. No further info/details or dates available. Reported to (B)(6) by: health professional.